Event description:
The customer reported that the multiple patient receiver (org) receiver card has gone bad and a transmitter is having signal loss. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the exchange of transmitter on this receiver did not resolve the intermittent signal loss issue they were experiencing. The customer previously reported the issue and was told to exchange the transmitter, but the issue persists. Technical service (ts) informed the customer that if it's just happening on one sector (receiver card) then it would mean the actual receiver of the org has gone bad and will need to be replaced. There was no patient injury reported. Investigation summary: as the customer was not responsive to nk tech support, root cause cannot be determined. As the issue of intermittent signal loss was isolated to a single sector, it is likely that one of the receiver cards has gone bad and needed to be replaced. As the device was installed at the customer's facility in 10/2020. The most likely root cause for the signal loss is early failure of the receiver card due to wear and tear. This is most likely an isolated incident as there is no trend for early failure of receiver cards. The risk for patient harm is mitigated in the design of the central monitoring stations as they are designed to notify clinicians in the case that signal occurs with org devices. As signal loss is easily noticeable to clinicians, alternate patient monitoring arrangements can be made in response to signal loss events. A CAPA is not warranted. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the org: transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Manufacturer references # (B)(4).

Manufacturer narrative:
The customer reported that the exchange of transmitter on this receiver did not resolve the intermittent signal loss issue they were experiencing. The customer previously reported the issue and was told to exchange the transmitter, but the issue persists. Technical service (ts) informed the customer that if it's just happening on one sector (receiver card) then it would mean the actual receiver of the org has gone bad and will need to be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multiple patient receiver (org) receiver card has gone bad and a transmitter is having signal loss. There was no patient injury reported.